Event description:
It was reported by service report that the zoom function on the stretcher was intermittent. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
(B)(4) - zoom handle weldment.